Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted one partial suture and one needle. The needle was observed to be attached to the suture. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Unfortunately, because no sealed samples were received, tensile test could not be performed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while the doctor was attempting to make a suture knot, the suture snapped and the thread broke. Another suture was used to complete the case. There was no injury to the patient.